Manufacturer narrative:
(B)(4). The external visual inspection revealed silicone damage and dents in the top cover, the electrode ground ring was missing, and the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen levels above the test limit. The device passed the electrical tests performed. However, the residual gas analysis result revealed nitrogen levels above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This is the final report.

Event description:
The recipient is reportedly experiencing intermittencies and discomfort. Programming adjustments were made, however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's new device has been activated.